Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. When functional testing was performed during preparation, the leveen superlim 3.0/17/15 needle would not extend out from the tip of the device. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.